Manufacturer narrative:
The event date was estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that in a literature case on heartmate 3, there was a patient with a driveline infection. The patient had the heartmate 3 implanted when they were (B)(6). An alarm occurred 1 year and 4 months after the implant. 8 months after implantation, the patient was hospitalized due to a second driveline infection. At admission, the wound culture at the exit of the driveline was negative, but leachate was high. A body surface echocardiogram showed the patient's echo-free space around the driveline about 5 centimeters from the exit of the driveline. Gallium (ga) scintigraphy showed a high degree of accumulation at the same site. The patient's (B)(6) was detected in the exudate extruded from the back of the wound. Administration of (B)(6) drug, washing with a surflo outer cylinder, and nylon thread drainage were continued. The echo-free space did not disappear completely, but the exudate decreased, and after confirming that the wound culture became (B)(6), the patient was discharged from the hospital by normal self-disinfection on the 78th day of illness. The postoperative course was uneventful, and a heart transplant was reached 43 months after the replacement.

Event description:
It was reported that in a literature case on heartmate 3, there were reports of two patients with driveline infection (second patient captured in manufacturer report number 2916596-2022-00485 ). The first patient had the heartmate 3 implanted when they were 32 years old. 8 months after implantation, the patient was hospitalized due to a second driveline infection. At admission, the wound culture at the exit of the driveline was negative, but leachate was high. A body surface echocardiogram showed the patient's echo-free space around the driveline about 5 centimeters from the exit of the driveline. Gallium (ga) scintigraphy showed a high degree of accumulation at the same site. The patient's methicillin-resistant staphylococcus aureus (mrsa) was detected in the exudate extruded from the back of the wound. Administration of anti-mrsa drug, washing with a surflo outer cylinder, and nylon thread drainage were continued. The echo-free space did not disappear completely, but the exudate decreased, and after confirming that the wound culture became negative, the patient was discharged from the hospital by normal self-disinfection on the 78th day of illness.

Manufacturer narrative:
Article title: usefulness of treatment for driveline infection using surflo indwelling needle and nylon thread kunioka, shingo, et al. Artificial organ national cardiovascular research center, department of transplantation. Section a, d: specific patient information and device serial number are documented as unknown. Section b5: correction. Removed "an alarm occurred 1 year and 4 months after the transplant" and ¿the postoperative course was uneventful, and a heart transplant was reached 43 months after the replacement¿. Additional information reported that these were included in error. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.